Manufacturer narrative:
Follow-up # 1 ¿ (04/09/2015). The patient¿s test strips have been returned on 2/25/2015 and evaluated by lifescan product analysis on 3/23/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have a counterfeit vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 2/25/2015 and evaluated a second time by lifescan product analysis on 4/24/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found not to be counterfeit. When test strips were tested with control solution, the original error 4 complaint was confirmed with error 4 being observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging counterfeit product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.